Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button required multiple presses to elicit a response. The patient stated the rubber keypad started to peel after the alleged keypad response issue. The patient denied trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn at the ok to the down arrow keypad button and upper side of the contrast key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow keypad button was intermittently unresponsive, the down arrow was unresponsive and the contrast and ok keys responded appropriately. There was evidence of keypad contamination found under the contrast, up arrow and down arrow keypad buttons.